Manufacturer narrative:
This report is a response to medsun report #(B)(4) which was received by amt from the FDA on 02/13/2026. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt reached out to the reporter to gather additional information regarding the complaint and to see if the device is available for return. At the time of this report there has been no response to the availability of the device. Due to this, a visual and functional evaluation could not be performed, and device failure could not be confirmed. If the device is returned at a later date, device examination will not change the non-reportability of this complaint. Based on the provided information, the reported complaint is not believed to have been caused by a manufacturing defect. Note, the reported lot number, 260930-355, does not match any production records. Review of production records found that lot number 250930-355 does match a m1-5-1412-I manufacturing lot. It is believed this was the intended lot to be reported. A device history review was completed for lot number 250930-355. No anomalies were found and there have been no other complaints from this same batch. The complaint information has been logged into our complaint database for trending purposes. Complaint #(B)(4) was assigned to this report for internal trending.

Event description:
Per the original reporter in medsun report #: (B)(4), it was reported that the, "patient with gastrostomy tube (gt) button placed [redacted], button ruptured and dislodged from patient on [redacted]-70 days later. Rn replaced with new gt button tube. No harm to patient".